Event description:
New information received notes that the patient was doing well post procedure.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 35.1-35.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 6.5-11.0 from the distal tip. Internal insulation abrasions were noted at 12.5-13.6cm and 19.5-20.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during a device change out, externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The lead was explanted and replaced.